Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a crack was identified at the top of the venous chamber of the combiset bloodlines that resulted in a blood leak. Additional information was provided during follow-up by a user facility charge nurse. The reported event occurred approximately one hour into treatment on a fresenius 2008t machine (with a fresenius dialyzer). The blood leak was visually observed by the charge nurse as a slow drip. The charge nurse added the seal where the tubing meets the venous chamber was not intact. The blood inside the circuity was returned. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with a new set of bloodlines. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a crack was identified at the top of the venous chamber of the combiset bloodlines that resulted in a blood leak. Additional information was provided during follow-up by a user facility charge nurse. The reported event occurred approximately one hour into treatment on a fresenius 2008t machine (with a fresenius dialyzer). The blood leak was visually observed by the charge nurse as a slow drip. The charge nurse added the seal where the tubing meets the venous chamber was not intact. The blood inside the circuity was returned. The patient¿s estimated blood loss (ebl) was not provided. There was no patient injury or medical intervention required as a result of this event. The patient successfully completed treatment on the same machine with a new set of bloodlines. The complaint device was discarded and is not available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the complaint product sample was not provided for evaluation. However, a photograph of the alleged malfunction was received from the customer. A leak can be observed. The top cap of the venous chamber was misassembled. The alleged failure mode was confirmed. This kind of failure mode could be caused from incorrect assembly of the top cap to the venous chamber, a misaligned top cap nest, misaligned base of chambers, distorted components or the operator not following the indications from the applicable module. A DHR review was performed for the involved lot of the product and there were no non-conformances, any associated rework or deviation related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.